Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2017-24591. The patient received two inappropriate therapies due to post-sensed t-wave oversensing. There was also a decrease in the r-wave on the right ventricular (rv) lead. The device was reprogrammed to resolve the event and the patient was stable.